Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a discrepancy between the displayed 60 units and the caller's expected 268 units, exceeding a 30-unit difference. There was no adverse impact to the customer's blood glucose level. The customer decided to use the cartridge as is and was advised by technical support to call back for troubleshooting if the issue recurred.